Event description:
Craniotomy, 2006 implanted 3 clamps to fixate the bone flap. Twenty eight days later in 2007 found the bone flap was moving around, CT scan showed bone flap not in position. Revision surgery to remove the 3 broken clamps eleven days later.

Manufacturer narrative:
Received photos of actual explanted product. These were visually reviewed. The user facility is foreign; therefore, a facility medwatch report will not be available. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.